Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an unknown reload was seen partially fired on tissue, the I-beam was seen at the cut line, and the cartridge face was not seen in the returned photographs. It was reported that the jaws of the device remained closed on tissue after firing, and an unexpected content leak occurred along the staple line. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, the reload could not be unclamped. Surgeon was asked by the sales rep to allow tissue to relax for 20-30 seconds if possible and attempt to complete firing sequence with micro squeezes and then tryto release reload. It was later reported from the account that the surgeon was not able to attempt this as the liver was bleeding. There was blood loss of not 500ml or more. The surgeon had to cut under the staple line using harmonic device. The surgical time was extended for more than 30 minutes. The patient¿s hospital stay was also extended. Post-operatively, the patient had abscess that was likely due to leak secondary to the device malfunction. The patient was readmitted and is still in the hospital.